Event description:
Error 17; battery unable to charge. Confirming by replacing another power board and battery is charging. No serious injury was reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided therefore no review could be performed. The subject device was not returned to our laboratory for analysis, and neither was the suspected defective spare part. Thus, no further investigation could be performed. The reported event could not be reproduced and was not confirmed by our laboratory. However, it is known that the subject device was put back in service by replacing the power board. Based on available information, the root cause of the reported event could be linked to defective power board. However, since the device was not returned, it remains unknown. To our knowledge no patient consequences have been reported. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.